Event description:
Information received indicates when the brakes were engaged, the brake/steer caster did not unlock from brake.

Manufacturer narrative:
The technician found that the casters teeth were worn. He replaced the brake/steer caster and the brakes functioned properly.